Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and possible oversensing on atrial tachycardia/atrial fibrillation electrograms. The right ventricular (rv) lead exhibited low impedance with mode switching on the implantable pulse generator (ipg) noted. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.